Event description:
Procedure: pancreas. According to the reporter: surgeon feels that the covidien 5mm trocar is sharper than the competitors 5mm trocar. When entering the abdomen, midline, he nicked the pancreas. He had to open the pt (not as a result of the trocar) because of a bowel obstruction. After completing the surgery and beginning to close, he noticed the pancreas was nicked, and repaired it with a bovie. He feels that because of the sharpness of the obturator, the trocar has potential to damage organs. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).